Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced capsular contracture baker grade IV on the left and iii on the right. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6809394, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced bilateral capsular contracture baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.